Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) was going to be removed because the patient had lost "a lot" of weight and the ins was uncomfortable in her pocket. It was noted the patient's lead was going to be left in the patient for possible use at a later time. Additional information received three days later reported the patient was doing "fine."